Event description:
It was reported that a patient death occurred. The target lesion was located in the left descending artery. During the procedure, a 1.50 mm rotalink plus and rotawire were selected for use and the area they rotablated was fine. However, a non-bsc guide catheter dissected the left main artery more proximal to where they were working. An impella assist catheter was used as it was an impella case. The rotalink plus completed the case. However, the patient died.